Event description:
It was reported while using bd venflon pro safety IV cannula 20g the safety mechanism failed to capture the needle. There was no report of patient impact. The following information was provided by the initial reporter: in venflon pro safety needle is not properly encapsulated after cannulation done, naked stylet came out after cannulation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd venflon pro safety IV cannula 20g the safety mechanism failed to capture the needle. There was no report of patient impact. The following information was provided by the initial reporter: in venflon pro safety needle is not properly encapsulated after cannulation done, naked stylet came out after cannulation

Manufacturer narrative:
H6: investigation summary: two photos were received by our quality team for evaluation. From the photos, a top web of batch 1176720 was observed as well as a used sample with an exposed needle and the safety mechanism not activated. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the returned photos, the needle cap could have prematurely disengaged from the cannula hub due to an assembly station misalignment to the cannula hub station or due to the user application. Based on the device history review, there is no abnormality during the production of the reported complaint batch and no similar quality notification was raised for the reported defect in the past 12 months. As no sample was returned, further investigation on the sample cannot be performed and the root cause cannot be determined.